Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally announced two breakfast meals on the ilet bionic pancreas and paused insulin; during the call the user's blood glucose decreased from 101 mg/dl to 85 mg/dl, later reaching 68 mg/dl before treatment with oral glucose and resumption of insulin. Symptoms included hypoglycemia. Outcomes included self-treatment with glucose tablets, recovery to target range, and no alerts, alarms, or hospitalization. Investigation included customer care troubleshooting and user education regarding monitoring and availability of fast-acting carbohydrates. Investigation of this case revealed user error related to duplicate meal announcement with appropriate device response when insulin was paused and later resumed. It was concluded, based on previously established findings for similar reports, that the cause was user error.